Event description:
Related manufacturer report number: 2017865-2022-13084. It was reported during in clinic follow up the patient presented with discomfort around device implant site. The right atrial lead exhibited oversensing due to noise and the pacemaker had migrated. The device was explanted and lead was capped on(B)(6) 2022. Both were successfully replaced. The patient was stable.

Event description:
Additional information notes that the right atrial lead had fractured.